Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a seam tear occurred. The patient's femoral anatomy was large, severely tortuous and mildly calcified. A 14 f isleeve introducer sheath was inserted over an unspecified stiff wire with no resistance. When advancing a pigtail through the isleeve, angiographic images were reviewed which revealed the pigtail may have caught in the end of the tip. The physician was able to advance and proceed with caution. During the introduction of the bav balloon, the tip of the isleeve visibly split on xrays. The physician was able to perform the rest of the tavi procedure as normal. At the end of the procedure, the isleeve was removed with the dilator, as per recommendations, and again it was visible on xray, the end of the isleeve was split and not wrapping around the end of the dilator. After removal of the isleeve, an approximate 2 inch split was noted from the tip. The femoral artery was closed with 2 closure devices. No damage to the artery was sustained. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.